Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog# 8115539 and 510k# k030840 is approved for sale in us. The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016 patient underwent revision surgery due to lumbar canal stenosis at l2/3 after plif surgery at l3-l5. Intra op, the midline nut was stripped during tightening a cross link because a driver was entered a little obliquely to the midline nut. The surgeon considered that the force for the tightening was applied the cross link so it was not replaced and it was left in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.